Event description:
During preventive maintenance of the customer's device stryker observed that the device gave message check electrode tray connection. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
During preventive maintenance of the customer's device stryker observed that the device gave message check electrode tray connection. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.